Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose level of approximately 580 mg/dl. The customer had nausea, vomiting and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. It was stated that the customer did not feel well enough to complete the troubleshooting. Nothing further was reported.